Manufacturer narrative:
Evaluation summary: one device was returned jammed halfway, in good visual condition and loaded with a 9/10 partially fired tr45b cartridge that was noted to be in good visual condition and with the lockout tab in normal condition. It should be noted that if the firing cycle is interrupted and re-initiation of fire is attempted, the device would lockout not allowing to complete the firing cycle. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was noted to be damaged. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a colon resection procedure, the device fired the first firing and would not fire with the reload. They pulled a new device to complete the procedure. There was no patient consequence.